Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info: 1018233-2012-01356. Date of report: (B)(4) 2012. It was reported by the pt's attorney that as a result of the product implanted, the pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4). Add'l info: 1018233-2012-00205. Device info: pelvicol acellular collagen matrix. (B)(6).